Manufacturer narrative:
The device was returned and evaluated, and the reported issue was confirmed due to a gap between the cable unit, the endoscopic image cannot be displayed. Additional findings were that due to poor watertightness of cable unit, water tightness is lost. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the 4k autoclavable camera head had no image. The event occurred during preparation for use. There was no procedural or patient involvement associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: d8. Based on the results of the investigation, cable failure (flooding) was observed. Therefore, it was determined that the indicated phenomenon [no image] occurred because video function did not work properly due to cable failure (flooding). It was stated that the cause of the cable failure was likely due to user handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[precautions against frozen or lost endoscopic images]: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.¿ olympus will continue to monitor field performance for this device.